Event description:
Boston scientific received info that the atrial lead had dislodged. An attempt was made to reposition the lead but was unsuccessful because of the patient's anatomy. A new lead was implanted. There were no adverse pt effects. The event and explant dates that were provided to us are chronically impossible so they will not be reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Traction forces during the surgery should be taken into consideration. Cuttings in the insulation originated most likely from the surgery. The deformation of the outer coil, which was located under the suture sleeve resulted most likely from too strong fixation of the suture sleeve with the thread. During further analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. There was no sign of a material or manufacturing problem.